Event description:
Patient alleges the infusion set tubing of the infusion device broke during use and she was without insulin delivery for a certain amount of time. Patient reported while she woke up, she was not injured. Patient stated the infusion device did not give an alarm. No further information given. No adverse event reported. Product was replaced and requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).